Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they had an operation for bilateral inguinal and umbilical hernias on (B)(6) 2021 and mesh was placed. The patient's health has deteriorated. Clinical consequences and current state: since the operation the patient no longer has a professional life, neither intimate, nor personal without impact due to implants, difficulties to finish urinating, bad going to the toilet if he has to push, difficulties to have an intimate life due to the pain of the blow I have more, no more sports activity due to the pain, multiple position very painful with persistent pain if effort made, frozen skin to the pubis when pains arrive , electric shock in inner thighs followed by burning sensations, pain in the testicles, feeling of tearing when I sneeze then persistent pain, pain like a knife planted in the groin if I stay static, job loss, unemployment, rqth. Psychologically it is very complicated. The patient feels like they lost their life at 34 years old. The only answer is drug treatment. No contact information was provided; therefore, no additional information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration date, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.